Event description:
It was reported that during placement of the powerpicc solo in this patient, the operator performed puncture successfully and inserted the guide wire. During removal of the introducer needle, it got stuck by the distal end of the guide wire and could not be removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty passing a guidewire through an introducer needle is confirmed; however, the exact cause is unknown. One 21 g safecan introducer needle and one 0.018 in. Nitinol guidewire in a plastic hoop were returned for evaluation. An initial visual observation showed use residue on the returned samples. A bend was observed in the guidewire approximately 1.5 cm distal to its proximal end. An attempt was made to pass the returned guidewire through the returned introducer needle and the guidewire was found to be able to pass through the needle with ease up until the bent section of the guidewire near its proximal end. At this point, passage through the introducer needle became difficult, but the guidewire was found to be able to pass completely through the needle with some additional force. A microscopic observation revealed a very slight bend in the coiled section of the returned guidewire; however, no kinks or other major damage were observed on the guidewire, other than the bend near its proximal end. While the returned guidewire was found to be bent near its proximal end, it was not possible to determine when or where the sample was damaged. Possible causes include damage during packaging, handling, manipulation, or use. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of regt2990 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during placement of the powerpicc solo in this patient, the operator performed puncture successfully and inserted the guide wire. During removal of the introducer needle, it got stuck by the distal end of the guide wire and could not be removed.